Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the lancet would not fully penetrate on his onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2-4 days prior to contacting lfs. The patient manages his diabetes with insulin (46 units in the morning and 35 units at night) and metformin pills (800 mg 2x daily). It is not known if the patient made changes to his usual dose of medications. After the start of the alleged issue, the patient claimed he experienced ¿low blood sugar episodes.¿ specific symptoms were not provided. Treatment was not specified. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient claimed he developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.